Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analyst indicated that, based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a high current drain which would increase the discharge of the li along the edges and in the turns, as seen in this battery. Analysis of the device memory indicated charge circuit timeout. The analyst noted that analysis confirmed that the device incurred a charge timeout with the original device battery. The device was able to provide a 35j charge within 11.2 seconds when using a donor battery with a voltage of 2.62v. These results were consistent with the device battery causing the charge timeout. No hybrid anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. The analyst indicated that the charge circuit timeout alert occurred on (B)(6) 2015. Products: 2187-75 lead implanted 2001 (B)(6). (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) was at end of service (eos) and charge times were longer than expected. A device charge circuit timeout was indicated. The device was explanted and replaced. No patient complications have been reported as a result of this event.